Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which included an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event. Clinical review of the medical records revealed peritonitis with no growth. There was no reference in the medical records for the cause of the infection and is unlikely related to fresenius peritoneal dialysis products.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient developed peritonitis. The pdrn reported on 09/10/2015, the patient was seen in their peritoneal dialysis clinic due to cloudy drainage. The patient's effluent expressed from the peritoneal dialysis catheter was cultured and found the cell count was 300. The peritonitis was treated with vancomycin and gentamicin (dose, route, and frequency unknown). As of 9/16/2015, the pdrn reported the patient's symptoms of peritonitis had improved.